Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Disconnected call in order to seek alleged medical attention. Medical intervention not required at the time of the call on (B)(6) 2015 or after. Currently instructed by doctor not take medication or insulin to manage diabetes. Back to back blood test performed prior to call on (B)(6) 2015 produced results of 428 mg/dl and 434 mg/dl. Storage of product is not verified. Test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is not verified. Meter memory not recalled. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.